Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro while testing it on a 4x4 the activation switch was stuck in the on position. The user unplugged the power supply and opened another kit to complete the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro while testing it on a 4x4 the activation switch was stuck in the on position. The user unplugged the power supply and opened another kit to complete the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.